Event description:
Doctor attempted multiple times to deploy watchman into the left atrial appendage (laa) without success. Upon visualization of the closure device, it was noted that the fabric was unevenly distributed around the legs of the device (not allowing appropriate closure of the l atrial appendage). The device was removed. No patient injury.